Event description:
It was reported that patient stated he had the advance male sling placed on (B)(6) 2019 and he said it was too tight, worked then did not work. He went in again on (B)(6) 2020 and he said the bulb for the catheter was inflated prematurely and it twisted. Patient did not provide his surgeon name as he said he will not be using them again, they wanted him to go in for a 3rd revision right after the 2nd. He said he was in (B)(6).